Manufacturer narrative:
G4:30mar2021. B4:05apr2021. A battery assembly and power cable harness were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
It was reported that the ventilator was getting a bad signal from the battery. There was no patient involvement. The service engineer (se) inspected the device. The se found the unit's battery was fully depleted and would not charge, and the power cable harness was damaged. The se replaced the internal battery and power cable harness.